Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 25f26ged81, there is no abnormality and no such defect detected at in process and final control inspection. Sample evaluation: received one sample of easypump ii lt 100-50-s-EU/sa without original primary packaging. However, it was returned in a plastic bag with some solution inside it soaking the sample. The batch number on the big bottom cap of the sample was 25f26ged81. Upon received, the sample was observed to had been partially filled with clear solution and the clamp of the sample was not closed. Its filling port was closed with discofix cap, whereas its patient connector was closed with an adaptor. Investigation results: crystallization was observed around filling port, bbc, and patient connector. The external connector was not able to be removed. The sample was investigated and no leakage was detected at the complaint sample. Conclusion: no leakage at the complaint sample was observed. Thus, the complaint is considered as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "leak of the pump (5fu)."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k081905.